Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-70, serial: (B)(4), description: linear 3-6 lead, 70cm. Model: sc-4318, lot: 20871741, description: clik x anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient's midline incision and ipg pocket were both red and infected. The patient underwent an explant of the entire system and was prescribed antibiotics. A culture was taken that was positive for staphylococcus aureus. Device malfunction was not suspected.